Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual and functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic cholecystectomy, when the surgeon tried to dissect choledochal duct, the firing could not be performed. Both of the handle and cartridge was replaced by new ones to use. The event occurred prior to the procedure.